Manufacturer narrative:
.

Event description:
On unknown date in (B)(6) 2013, this patient underwent an endovascular treatment for an aortic dissection using a gore® tag® thoracic endoprosthesis. At the follow up on unknown date, aortic enlargement of the distal landing zone was confirmed. Since there was no endoleak detected, the patient was monitored. Thereafter, the diameter of the descending aorta enlarged to 60 mm or greater. On (B)(6) 2020, the patient underwent an additional procedure whereby a conformable gore® tag® thoracic endoprosthesis was implanted distally of previously implanted gore® tag® thoracic endoprosthesis. The cause of aortic enlargement was unknown.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - event: added date of procedure.

Event description:
On (B)(6) 2013 this patient underwent an endovascular repair for an aortic dissection using tgt4020, gore tag stent graft. At the follow up on unknown date, aortic enlargement of distal landing zone was confirmed. Since there was no endoleak detected, the patient was monitored. Thereafter, the diameter of the descending aorta enlarged to 60 mm or greater. On (B)(6) 2020, the patient underwent an additional procedure whereby a tgmr404020j was implanted distally of tgt4020. The cause of aortic enlargement was unknown.